Event description:
The PICC was placed (B)(6) 2013. Therefore, the PICC had been institu for 5 months prior to the incident. The patient was having a blood transfusion via the PICC. Post transfusion, a large swelling and hematoma appeared close the a/c fossa, below the PICC. The PICC was flushed but no evidence of a leaking at the exit site was found. The PICC was removed and 2 leaks were found on neither side of the 47cm dot on the PICC. Therefore, the blood transfusion had leaked into subcutaneous space causing extravasation.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexc0948 showed no other similar product complaint(s) from this lot number.